Event description:
Pdc received a call on (B)(6) 2013, reporting a medical intervention that occurred on (B)(6) /2013, at 10:30 pm. Patient's initial call was made to pdc because her blood glucose reading with the prodigy meter was "hi". Pt did not have any symptoms that indicated that her glucose level was higher than usual. Pt also stated that additional tests were done with the prodigy meter and all results were "hi". There was no reference of the number of tests performed. Pt was transported to e.r. By her daughter. There was no indication of time frame between their departure and the arrival at e.r. There was no information regarding blood tests performed upon arrival at e.r. Treatment administered at hospital: 3ivs, potc 2 test, prto, zenous (2 times), EKG and urine sample. Pt glucose reading prior to discharge was 136mg/dl. Stay at e.r. Was 1.5-2 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.